Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he went to the physician office due to high blood glucose and dka. Customer blood glucose reading at the time of the physician office visit was unknown. Customer stated that he is a brittle diabetic and wanted his insulin pump replace. Nothing further was reported.